Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint that the spike itself broke into the medication bag could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0007 lot number 24099311 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 11sep2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
Material # 2426-0007, batch # 24099311. It was reported by customer that the spike itself broke into the medication bag, contaminating the medication. Verbatim: bd alaris infusion set ref# (B)(4) lot 24099311. Spiking set into high concentration blood pressure medication, the spike itself broke into the medication bag, contaminating the medication, delaying a critical high concentration medication to the patient. Are you able to provide the date of event in format dd-mmm-yyyy? 01-12-2024 are you able to provide the batch/lot number? Ref # (B)(4) lot 24099311 was issue being described noted before, or during used? During use was there any patient involvement? Yes. Any adverse events or serious injury reported to patient or healthcare professional? No. What was the patient outcome? Unknown. Was there any delay of, or change in, the course of treatment due to this event? Yes what procedure was being performed? IV medication treatment. What medication was used in the procedure? Unknown. Was there any medical intervention due to this event? Unknown. Does a return shipping label need to be generated? If yes, kindly provide the sender¿s .name and address. Unsure at this time. If so, please send to address below

Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged the following information was received by the initial reporter with the following verbatim. It was reported by customer that the spike itself broke into the medication bag, contaminating the medication.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.